Manufacturer narrative:
The referenced right heart failure and aortic root thrombus was reported under medwatch MFR report #2916596-2016-01444. Approximate age of device - 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2016. The patient has a known history of right heart failure and ventricular fibrillation/ventricular tachycardia and required placement of right ventricular assist device (rvad). The transthoracic echocardiogram (tee) in the operating room on (B)(6) 2018 prior to rvad placement appeared to indicate aortic root thrombus. It was reported that the lvad operated as expected. Additional information received indicated on (B)(6) 2018, the patient was transplanted successfully. No additional information was provided.

Manufacturer narrative:
A full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the reported event could not be conclusively determined. The device was reported to be operating as expected at the time of transplant. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.